Event description:
An implant failed to integrate. Pt info was not provided.

Manufacturer narrative:
No other observable defects could be found with the component itself. Measurements taken met design requirements. A review of the history of the subject product was completed and found to be acceptable per release criteria.